Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation, the arteriotomy locator was found to be broken into two pieces when the angio-seal device packaging was opened without any operation. The patient was stable. The procedure was completed successfully. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
Race - (B)(6). The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information received on december 7, 2018: the procedure being performed was a stent implantation. Hemostasis was achieved by another angio-seal device and the blood loss was less than 250cc.